Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that she was recently implanted and now ¿all along her ribcage and under her armpits it had swelled up real big like a huge dinosaur egg.¿ the patient reported that she couldn't get a hold of her doctor. The patient reported that she stopped using the ins because it hurt real bad when it was on. The patient reported that it was still irritable where she swelled up even with the device off. No further complications were reported.